Event description:
A review of service data has detected a reportable event. Upon servicing of electrode belt sn (B)(4), which was returned for normal maintenance, there were cut cables and exposed wires. The last pt to use this electrode belt did not report any problems.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. During servicing it was discovered that the distribution node to ECG b cable was cut. The root cause for the damaged electrode belt cable could not be positively identified but was likely physical abuse. No adverse event occurred due to this failure. The last person to use this electrode belt did not report any problems.